Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral valve-n-valve procedure with a 26mm sapien 3 ultra valve in a mosaic valve in the mitral position, there was a challenging septum to cross the first s3u valve. The first s3u valve was damaged on the way out of esheath+ after trying to cross the septum. The team completed a septostomy with a 16mm balloon. A second s3u valve was able to cross the septum but embolized once deployed. The patient was taken to the or for a surgical repair.

Manufacturer narrative:
After further clinical review the death cannot be completely disassociated from the events involving this device. At this time, the cause of death remains unknown. A supplemental MDR is being submitted to update b.2, h.1, h.6 health effect - impact codes, health effect - clinical code accordingly. Please note that the patient's death was previously reported in related manufacture report no: 2015691-2023-10182. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. Imagery was provided by the site and reviewed; however, it was not relating to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, the first s3u valve was damaged on the way out of esheath+ after trying to cross the septum. The valve was brought back down to the esheath. A portion of the tip of the esheath caught in the inflow portion of the s3u when withdrawing but, ultimately, everything (sheath and delivery system with valve) was removed from the patient. In this case, it was likely to have difficulty to advance the delivery system through the patient's anatomy (septum), and further excessive device manipulation leading to the frame damaged as reported. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No device or labeling problem was identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no correction action preventive action, supplier corrective action request nor product risk assessment escalation is required. This is one of 2 mdrs being submitted for this case.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral valve-n-valve procedure with a 26mm sapien 3 ultra valve in a mosaic valve in the mitral position, there was a challenging septum to cross the first s3u valve. The first s3u valve was damaged on the way out of esheath+ after trying to cross the septum. The team completed a septostomy with a 16mm balloon. A second s3u valve was able to cross the septum but embolized once deployed. The patient was taken to the or for a surgical repair. The patient did not survive the surgery. Additional information was received, the first valve was brought back down to the esheath. A portion of the tip of the esheath caught in the inflow portion of the s3u when withdrawing but, ultimately, everything (sheath and delivery system with valve) was removed from the patient. The second valve was delivered over a wire "rail" through the septum, across the mitral valve into the left ventricle, through the aortic valve, up the ascending aorta and down the descending thoracic aorta. This provided the rigidity needed to cross the septum but resulted in some tension on the wire. This was performed successfully and the septum was crossed with the delivery system and valve. The thv was advanced through the surgical mitral valve, positioned, and deployed. The second s3u valve held stable within the ventricular portion of the surgical valve stents for a few minutes and then became loose in the left ventricle for a few moments, it then repositioned itself within the ventricular posts of the surgical mitral valve while they took the patient to the or. The plan was to remove the embolized thv valve from the ventricle and place a surgical valve. During the repair a tear in the vena cava was discovered but could not be repaired. The patient did not survive the procedure. The perceived root cause of the tear in the vena cava is unknown, but potentially from the forces used to cross the septum with the first or second delivery system and s3u.